Manufacturer narrative:
(B)(4). This complaint for a system error 2267 and the disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power on the hc and the system error 2367 alarmed. The tsr explained there was a possible introduction of air in the lines and the hp would have to start over with new supplies and contact the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample is available. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.